Manufacturer narrative:
(B)(4). No corrective action initiated. The events necrosis and infection are labelled in the instructions for use. No trend analysis could be performed since the product used is unspecified ha filler and no batch number was provided. Manufacturer narrative: no trend analysis could be performed since the product used is unspecified ha filler and no batch number was provided. Pharmacovigilance comment: a causal relationship between the events and treatment with unspecified ha filler cannot be excluded. The injection technique or the injection procedure per se may have contributed to the events. This case has been assessed as serious due to hospitalization and intervention to prevent permanent damage. Additional comments: none.

Event description:
Case reference number: (B)(4) is a literature report sent on (B)(6) 2015 by a physician which refers to a female aged (B)(6). The article describes a patient who received treatment with unspecified ha filler to the right nasolabial fold with 27g needle using a retro injection technique. 15 hours after the treatment the patient experienced necrosis (implant site necrosis) and secondary infection (implant site infection) at nasolabial folds. The patient did not complain of symptoms or showed signs of ischemia during the filler injection or on the day of the procedure. The authors raised the hypothesis of an embolus after the injection and poor collateral circulation to supply nutrition to the area, resulting in late necrosis. Treatment for the adverse events included hyaluronidase [hyaluronidase] 225 ui, ciprofloxacin [ciprofloxacin] 500 mg 12/12h, clopidogrel [clopidogrel] 300 mg initial dose and thereafter 75 mg daily, sildenafil [sildenafil] and the use of warm compresses. During hospitalization the patient received intravenous antibiotics (cefepime [cefepime] and vancomycin [vancomycin]), pentoxifylline [pentoxifylline] 400 mg po 12/12 hours, subcutaneous enoxaparin [enoxaparin] 60 mg 12/12 hours, hyperbaric oxygen therapy [oxygen] for 11 days as well as daily clean. At the time of the report necrosis and infection were resolved. Erythema(implant site erythema), hipercromia(implant site discolouration) and discreet scars(implant site scar) were present in the affected area. The events have been assessed as possible related to treatment with unspecified ha filler.